Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12517. It was reported that during the follow up, failure to sense issue was observed on the right atrial (ra) and right ventricular (rv) leads. High capture threshold was also noted on the ra lead. Both leads were explanted and replaced. The patient¿s condition was stable after the procedure.